Manufacturer narrative:
Device evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Labeled as left side.

Event description:
Healthcare professional additionally reported left side "creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and ¿exchange of implants from saline to silicone.¿ device has been explanted.